Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (1 mg/ml at an unknown dose) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that at the pump refill today (B)(6) 2020) they had a lot of trouble with aspirating the residual drug from the pump reservoir. They tried repositioning the patient and eventually they were able to very slowly aspirate the old drug from the reservoir. When they went to push drug into the reservoir, they met so much resistance that the drug was leaking at the hub site and would not go into the pump. Several attempts were made (approximately 6) and 3 different refill kits were used. A smaller syringe (10 ml) was used to draw back and hold for 2 minutes. This was attempted twice. Preservative-free saline was also unsuccessfully attempted to be pushed into the reservoir with a 10 ml syringe. They confirmed they were in the port many times; no pocket fill was suspected. X-ray imaging showed the reservoir bellows to be collapsed. Per the reporter, there had been no pressure changes (hyperbaric, etc.) In the patient¿s environment. After all the attempts, they were still not able to get drug into the pump reservoir. The issue was not resolved. The cause of the issue was unknown. The plan was to replace the pump. No patient symptoms/complications were reported. No further complications were reported/anticipated.

Manufacturer narrative:
H3: analysis of the implantable infusion pump s/n (B)(6) found no significant anomalies which affected infusion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative who reported that the pump was replaced today.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.